Event description:
The user facility reported that while an employee was loading a cart into their amsco 1215 cart and utensil washer/disinfector, the top panel of the unit detached and contacted her head and face. The employee sought and received medical treatment.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the top panel screws were loose. The technician reinstalled the top panel and confirmed all screws were properly tightened. The technician tested the function and operation of the unit, confirmed it to be operating to specification, and returned the washer/disinfector to service. The amsco 1215 cart and utensil washer/disinfector is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. No additional issues have been reported.